Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the patient access left side window, slider body is broken. Also, the foot side panel, leg zipper is stuck. (B)(4).

Event description:
Customer reported the left side panel, pull tab and teeth are damaged. The date when the issue was discovered is unknown. No patient incident or injury was reported.